Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v838979, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A patient indicated for urinary dysfunction reported that the device "wasn't working" and was removed in (B)(6) 2014. No specific information including symptoms, cause, or troubleshooting was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.